Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain and thrombosis are listed in the perclose prostyle instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the deviceb3 - date of event updated from 11/30/2023 to 11/29/2023.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle after a cardiac ablation interventional procedure with an 8f sheath took place on (B)(6) 2023. The prostyle achieved hemostasis and there were no issues noted. Reportedly, edema was confirmed in the patient¿s foot 10 days after the procedure (B)(6)2023). The patient usually sits straight (it refers to sitting with the legs bent beneath him/her.) From habit. The patient visited the hospital as the patient could not sit straight and felt discomfort in the puncture site. By angiogram, complete occlusion and collateral flow were noted. When computed tomography (CT) was taken at first, no stenosis and occlusion were noted, so the patient is suspected as having deep vein thrombosis (dvt). The patient was hospitalized and thrombolytic treatment is being performed with continuous medication of heparin since (B)(6) 2023. After the thrombolytic treatment, via angiogram and ultrasound it was confirmed there was a dvt. The account confirmed a watch and wait approach with the patient is being performed pertaining to the dvt. The puncture site was in the peripheral common femoral vein. Therefore, the physician commented that this case may have occurred because the puncture site was peripheral. The patient is under observation. A clinically significant delay occurred. Subsequent to the previously filed report, the following information was received: reportedly, the patient first experienced discomfort at the access site on (B)(6) 2023. Direct oral anticoagulant is being administered to treat the deep vein thrombosis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle after a cardiac ablation interventional procedure with an 8f sheath took place on (B)(6) 2023. The prostyle achieved hemostasis and there were no issues noted. Reportedly, edema was confirmed in the patient¿s foot 10 days after the procedure (11/30/23). The patient usually sits straight (it refers to sitting with the legs bent beneath him/her.) From habit. The patient visited the hospital as the patient could not sit straight and felt discomfort in the puncture site. By angiogram, complete occlusion and collateral flow were noted. When computed tomography (CT) was taken at first, no stenosis and occlusion were noted, so the patient is suspected as having deep vein thrombosis (dvt). The patient was hospitalized and thrombolytic treatment is being performed with continuous medication of heparin since (B)(6) 2023. After the thrombolytic treatment, via angiogram and ultrasound it was confirmed there was a dvt. The account confirmed a watch and wait approach with the patient is being performed pertaining to the dvt. The puncture site was in the peripheral common femoral vein. Therefore, the physician commented that this case may have occurred because the puncture site was peripheral. The patient is under observation. A clinically significant delay occurred. No additional information was provided.